Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the sheath could not be split apart was confirmed and determined to be manufacturing related. One 5 fr x 7cm microintroducer was returned for investigation. The sheath had not been peeled. A microscopic examination revealed material between the two tabs. Skiving was not present as compared to a non-complaint sample. A functional test revealed that the wings were difficult to split apart.

Event description:
Per sales rep, the facility reported that twice the introducer was not able to be broken and peeled away. It was stated that one of the incidences, a new introducer kit was used to complete the procedure. This event is for the initial occurrence. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, the facility reported that the introducer was not able to be broken and peeled away. It was stated that a new introducer kit was used to complete the procedure. No patient injury was reported. This report addresses event one.